Event description:
The customer performed a look back of the architect ausab patient results that had been previously reported. Forty two pts' result out of 2000 were reported as ausab reactive (12 to <19miu/ml) that should have been reported as architect ausab gray zone. The customer will be sending a letter to physicians explaining the issue. There was no impact to patients' management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.